Event description:
The physician reported a lead connection issue relative to the subject pacemaker. There was pacing in voo and not in vvi. It was indicated that there were high impedance measurements, which did not exist when connected to another pacemaker that was subsequently implanted.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported a lead connection issue relative to the subject pacemaker. There was pacing in voo and not in vvi. It was indicated that there were high impedance measurements, which did not exist when connected to another pacemaker that was subsequently implanted.